Event description:
It was reported that unspecified bd infusion set was leaking . The following information was received by the initial reporter with the following verbatim. It was reported by customer that the aminophylline syringe leaking at connection to clave. Noticed once 0.5ml was infused, disconnected and reconnected syringe and it continued to leak. This was just after line change.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that the aminophylline syringe leaking at connection to clave. Noticed once 0.5ml was infused, disconnected and reconnected syringe and it continued to leak. This was just after line change. Verbatim: rcc received a complaint via email. Email(s) attached. Xxxx staff: thank you for writing an icare on this product failure. This is a follow up report out to the vendor, bd. Please add any additional information known about the product failure below. Icare: 369449. ¿target: full med amount administered to patient. Actual: aminophylline syringe leaking at connection to clave. Noticed once 0.5ml was infused, disconnected and reconnected syringe and it continued to leak. This was just after line change. Gap: syringe/hub connection faulty. Placed syringe, hub, and medline in managers mailbox.¿ standardized specific event type/sub-type and primary/secondary/other location(s) (to reflect the process and problem owner) for tracking purposes. The impacted items were quarantined. It sounds like the syringe and/or maxzero hub may have been faulty. While the maxzero is provided by sco, I am not certain whether pharmacy or sco purchased the impacted syringe. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 19-12-2024. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? During use 4. Was there any patient involvement? Yes. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? No. 8. What procedure was being performed? Infusion of IV medication. 9. What medication was used in the procedure? Aminophylline. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Yes. Response on (B)(6) 2025. Please see below for follow up response for these pirs. Image available for the syringe but no lot. Image confirms it is a 3ml ll from bd. Here is the photo I received. Sku and lot not available. Response on (B)(6) 2025. They are not able to locate the product involved in the complaint. The info below is what they were able to find. Just a picture.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.